Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right atrial (ra) lead exhibited gradually increasing impedance measurements up to greater than 2000 ohms. Additionally, in the past this device delivered inappropriate shocks for the patient's atrial fibrillation (af) with rapid ventricular response (rvr). Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.